Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Explant date: the device was not fully explanted and a piece remained in the patient. Therefore, there is no explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plates / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of five (5) unknown screws and an unknown plate of the fifth metacarpal due to pain. However, the tip of a cruciform screwdriver with holding sleeve broke when trying to remove an unknown last screw. The broken pieces of the screwdriver were removed with ease. Moreover, the surgeon had difficulty removing the last screw because the plate and the screw were welded together, and the screw would not budge. Consequently, the part of the plate and a screw were left in the patient's body. Resulting, the procedure was not completed successfully with a surgical delay of 20 minutes due to an additional tray needed and cutting of the plate. Patient outcome was unknown. Concomitant device reported: unknown screws (part # , lot # unknown, quantity# 4). This is report 3 for 3 (B)(4).